Manufacturer narrative:
Visual inspection: no significant deformations or damage of the valve were detected during the visual inspection. Permeability test: a permeability test has shown that the valve is permeable. Adjustment test: this is a fixed pressure valve. An adjustment test is not applicable. Braking force and brake function test. This is a fixed pressure valve. A braking force and brake function test is not applicable. Computer controlled test: to investigate the claim of over/under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valve is tested in both the horizontal as well as the vertical positions. The results show that the valve is operating within the accepted tolerance in the horizontal but not in the vertical position. Result: finally, we have dismantled the valve. One the spout of the valve we have found a build-up of substances (likely protein). Based on our investigation, we confirm that the shunt assistant valve was operating in an over-drainage state at the time of our investigation. This is likely due to the deposits observed inside the valve. As described in our literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke (B)(4).

Event description:
It was reported that there was a problem with a shuntassistant. The surgeon suspected an over-drainage of the valve. Patient information: age: (B)(6) years. Weight: unknown. Height: unknown. Gender: female. Date of implantation: (B)(6) 2009. Date of removal: (B)(6) 2020. No further information available. Same patient #MDR 3004721439-2020-00241.